Event description:
It was reported that during a hand assisted laparoscopic nepherectomy, as the surgeon was forming the device for insertion the device ripped. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.